Event description:
Md's note regarding the triple lumen catheter insertion and malfunction: "white port did not function due to equipment defect.blue and brown ports flushed normally, white port only drew back air. Catheter was then changed over a wire, and all three ports on the new catheter flushed normally." Due to a second catheter being brought into the room the packaging was mixed with that of the first catheter. The md stated she could not say which package belonged to the malfunctioning catheter.